Manufacturer narrative:
Unit was received from the field for evaluation. Refer to evaluation # (B)(4) - there was no visible sign of fluid making it to the handpiece, indicating that pressure cuff was not used/or not used properly during procedure. Functioned within all specs when the inflation cuff was used properly. No problem was found the DHR for lot 15413-03 was reviewed. The units met manufacturing specifications when released and there were no issues related to the complaint. There were 195 units released from lot 15413-03. (B)(4).

Event description:
Dr. (B)(6) could not achieve a successful prime with the tx-1, thus it was never introduced to the patient, rather it was switched out for another tx-1 and a successful prime was achieved and the case proceeded.